Event description:
The patient was admitted to the hospital with low flows through vad. The patient underwent outflow obstruction release via left anterior thoracotomy. Thrombus noted between bend relief and outflow graft removed. The patient is resting after surgery. The flows are back in normal range post-operatively.